Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument leaks pneumoperitoneum. The hosp has reported no pt injury occurred.

Manufacturer narrative:
12/23/97-supplemental report #1 submitted to FDA.